Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: unknown) egiaustnd endogia ultra univ std stap (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, when the surgeon attempted to use the first reload, the device partially fired. The second reload was loaded successfully and appeared fine, but the surgeon complained about the gap between the cartridge and anvil once closed. The surgeon ended up using that reload with the same handle and it fired fine. There was no patient injury.